Event description:
The customer received questionable troponin t stat gen. 4 and myoglobin stat results for one patient sample from the ER. Of the data provided, only the troponin t results are a reportable malfunction. The initial result was 0.021 ng/ml and was reported outside the laboratory. The repeat results were 0.531 and 0.540 ng/ml. The customer noted fibrin in the sample. The repeat result was believed to be correct. The customer did not have access to information concerning if the patient was adversely affected. The troponin t reagent lot number was 17575901 with an expiration date of 02/28/2015. The field service representative found the pinch tubing was in need of replacement and the sample probe was dirty. He replaced the pinch tubing and removed and cleaned sample and sipper probes. To verify the analyzer operation, he ran performance testing, qc and operated the analyzer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.